Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to not breathing and heart not beating. The cause of death was renal failure, diabetic ketoacidosis, and swelling all over the body. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 1000 mg/dl at the time of admission. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer had reportedly called about pump malfunctions before they passed, but no records were found. No upload was completed as the caller did not have the uploading device. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit received with a completely cracked and bleeding lcd glass. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test or verify the delivery anomaly due to a completely cracked and bleeding lcd glass. Unable to perform the pump history download or upload to carelink due to a completely cracked and bleeding lcd glass. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, damaged case (dents) and damaged address/serial number label (dents). Unable to perform the data analysis due to a completely cracked and bleeding lcd glass.